Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered 10x40 stent was used during a procedure performed on (B)(6), 2010 (patient age, gender and weight unknown). According to the complainant, during the procedure, the delivery system was stiff and not flexible. The stent had difficulty exiting the scope and entering the bile duct. The physician removed this device from the patient and completed the procedure with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no patient issues".

Manufacturer narrative:
(B)(4) (difficulty cannulating/crossing lesion). As the unit has not been returned, boston scientific could not perform a technical analysis. Labeling reviews and manufacturing documentation revealed no anomalies or deviations. There have been no other similar complaints reported for this particular batch. As a result this investigation will be assigned the most probable root cause of operational context.